Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a battery depletion leading to a pump stop was confirmed via the log files. The system controller event log file was reviewed, and timestamps spanned approximately 2 days (22:20:08 on 07jun2025 to 07:53:35 on 09jun2025 and from 00:00:00 to 00:06:50 on 01jan2000). On (B)(6) 2025, low voltage advisory alarms were activated due to the 14v batteries in use depleting below the low voltage alarm threshold. The batteries were connected to the system controller for approximately 16 hours prior to the alarm activating. The alarm escalated to a low voltage hazard and no external power alarms due to the batteries becoming fully depleted. This resulted in the system controller backup battery supporting the system during the loss of external power. The backup battery supported the system for approximately 80 minutes before also becoming fully depleted, resulting in the pump stopping on (B)(6) 2025. The system controller powered off shortly after. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. Additional information stated that the patient was found deceased by family on 13jun2025, and it was presumed that the patient fell asleep while on battery power. The root cause of the full battery depletion could not be conclusively determined during this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ address the system controller¿s specification, including system backup power. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ state 14v battery use duration is nominally 17 hours and addresses the use cases of 14v batteries as well as emphasizes risks associated with full battery depletion. The heartmate 3 lvas IFU (rev. D) section 6 entitled ¿patient care and management¿ and the heartmate 3 patient handbook (rev. A) section 4 entitled ¿living with the heartmate 3¿ provide proper routines to avoid user-related issues with the heartmate 3 system. This can include preparations for sleep or when it is not appropriate to use battery power. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly handle and resolve alarms- including no external power, low voltage, and power cable disconnect alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was deceased by family on (B)(6) 2025. The patient's family stated they spoke with the patient two days prior. The system controller was interrogated, and the last data was on (B)(6) 2025 which showed pump stop. The cause of death and pump stop was unknown. It was presumed to be that the patient fell asleep on their batteries, they were hard of hearing and their family member stated that the patient did not have their hearing aids in when they were found. The patient was on battery power when they were found. The device operated as expected, although it was unknown if death was considered to be device or therapy related. This event was previously reported under the lvas, MFR #: 2916596-2025-04577.